Event description:
It was reported that the health care professional (hcp) was having difficulty interrogating the subcutaneous implantable cardioverter defibrillator (s-ICD) with this electrode prior to an unrelated procedure. The hcp decided no to continue with the interrogation. Technical services (ts) discussed the patient had recently uploaded on latitude and the health care professional (hcp) asked for a review of stored episodes. Ts discussed an episode with an inappropriate shock due to double counting. This electrode remains in service. No adverse patient effects were reported.

Event description:
It was reported that the health care professional (hcp) was having difficulty interrogating the subcutaneous implantable cardioverter defibrillator (s-ICD) with this electrode prior to an unrelated procedure. The hcp decided no to continue with the interrogation. Technical services (ts) discussed the patient had recently uploaded on latitude and the health care professional (hcp) asked for a review of stored episodes. Ts discussed an episode with an inappropriate shock due to double counting. This electrode remains in service. No adverse patient effects were reported. Additional information was received, the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) system received eight inappropriate shocks and a review of the episodes was requested. Technical services (ts) provided a review, discussed double and triple counting wide morphology. The hcp noted that the patient has a temporary brady lead. Ts recommended considering other vectors for better sensing. This s-ICD system remains in service. No additional adverse patient effects were reported.